Event description:
It was reported, that the patient presented for implant procedure. During the procedure, the helix of the lead failed to extend. The lead was not used and replaced, during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examinations of the helix no anomalies. The cause of the reported event was isolated to the helix being clogged with blood.